Event description:
It was reported that the patient had an unknown infection at the implant wound site and minimal amounts of erythema around the lead-extension junction in the lateral lumbar wound. There was also some redness around the anterior abdominal wall. The health care provider (hcp) admitted the patient to the hospital ward on the same day for intravenous antibiotics and review. The patient was given intravenous flucloxacillin and oral ciprofloxacin as an inpatient on (B)(6) 2013. The entire system was explanted and not replaced. At the time of the report, the patient was alive with no injury. Later that day, it was reported that the event was ongoing. Six days later, it was reported that the event resolved without sequela on (B)(6) 2013. Five days later, it was reported that the distal part of the epidural electrode was removed and the proximal part of the epidural electrode along with the anchor were ¿retained.¿ the patient complained of feeling unwell for the ¿previous few days.¿ swelling and tenderness were noted. The patient was hospitalized and the event was ongoing. The following day, it was clarified that the patient was admitted to the hospital on (B)(6) 2013 for ¿bloods¿ and clinical review due to general malaise for a ¿few days¿ and swelling, pain, and tenderness to the left flank. The surgical wounds were healing well and the patient was apyrexial. There was a possible infected lead in situ. The patient received antibiotics upon admission and was given intravenous flucloxacillin and oral ciprofloxacin. ¿bloods¿ taken showed full blood count ¿within range, inflammatory markers normal but creatinine elevated.¿ the patient was referred to another hcp due to the raised creatine who specified that this was normal for the patient due to chronic kidney disease. The patient was referred to another hcp to clarify the most effective antibiotics but had not heard back. The patient was to continue on antibiotics and go to ¿theatre¿ for exploration of the left flank swelling over the surgical wound and possible removal of lead. The event was ongoing. The next day, it was reported that the swelling and tenderness was of unknown origin. A day later, it was reported that the patient was taken to ¿theatre¿ on (B)(6) 2013 for exploration of the wound. The wound was washed out and there was no collection apart from very small seroma. Post procedure the patient felt much better and there was no pain at the wound site. The patient did complain of reduced frequency passing urine. The patient was encouraged to take oral fluids and continue antibiotics. The event was ongoing. Three days later it was reported that the wound looked clean, non-tender and not warm. It was possible that the patient would be discharged from the hospital the day of the report with oral antibiotics. The lab reports showed the wound swab had no bacterial growth. Two days later, it was reported that the patient was discharged from the hospital on (B)(6) 2013 on oral antibiotics. The patient had a review in clinic ¿in one week.¿ the event was ongoing.

Manufacturer narrative:
Additional review indicated manufacturer report # 9614453-2013-01506 and # 9614453-2013-02954 are the same event. Any additional information received will be added to manufacturer report # 9614453-2013-01506.

Event description:
Additional information received reported that the patient was seen in the pain clinic by an hcp on 2013 (B)(6) and the event was noted to be resolved without sequelae.

Manufacturer narrative:
Product ID: 3887-33, lot# 0202960845, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead, product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was pertaining to the implantable neurostimulator (ins), extension, and lead. The etiology was noted as pertaining to the surgery/anesthesia.

Manufacturer narrative:
Sa good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information confirmed the event was not related to the device but was related to the procedure. Additional review indicated manufacturer report # 9614453-2013-01506 and # 9614453-2013-02954 are the same event. Any additional information received will be added to manufacturer report # 9614453-2013-01506.

Event description:
Additional information received reported that it was confirmed that they had wanted to wait until the infection cleared before re-implanting which was done on (B)(6) 2014.

Event description:
Additional information received reported that the event was related to the procedure and not related to the recharging process.